Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the hospital with symptoms of syncope. On telemetry there was documented asystole and oversensing. The right ventricle lead was capped and a new lead was implanted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.